Manufacturer narrative:
Concomitant medical products: 8100;8015, therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak and blood backing up he IV during an infusion of zosyn through a PICC line. The leak appeared to be at the blue neutron cap and the syringe connection of the pump tubing. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of ¿leaking tubing¿ was confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection noted a crack in the female luer wall on the opposite end of the injection gate. No tool marks or signs of over torque were observed. Functional testing confirmed leaking from the crack in the female luer. No other leaks or defects were observed. The root cause of the customer¿s report of ¿leak at syringe connection¿ was identified as a crack in the female luer. The probable cause of the crack on the female luer is a combination of material degradation during the supplier process and manufacturing factors.